Event description:
It was reported that during a lap assisted rectum resection procedure after bending magazine fell out and in sinus, could be removed. No further information is available. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. The following information was requested, but unavailable: on what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used? Is there any other additional information you would like to share about this device or procedure? The analysis found that one device was returned in good visual condition and with a blue cartridge reload loaded. The cartridge was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.